Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips and control solution have been returned and evaluated by lifescan product analysis with the following findings: the test strips and control solution passed all testing with no faults found. The reported issue could not be confirmed. Due to the return date of the test strips, retains were ordered for testing; the retain test strips passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately high compared to a lab device. The reporter claimed obtaining a blood glucose reading of ¿7.9 mmol/l¿ with the subject meter and ¿6.4 mmol/l¿ on a lab device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.